Event description:
It was reported that the pt was experiencing pain. One of the electrodes was removed. During the procedure the tip of the electrode broke off. It is still positioned inside the pt and there is no intention to remove it. The pt is doing well.

Manufacturer narrative:
.